Event description:
It was reported to target that during the procedure this microcatheter did not have the distal tip markers. Through a f/u by a company rep on 7/18/2000, target was informed that this event did not cause any problems to the pt and the intervention was finished with another product.